Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. The pt decided to keep the device. The catalog number and lot code for the reported device was not provided. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested, but not made available. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "this was a hip revision. Pt complained about pain in left leg. A securfit stem was removed from the pt and a restoration modular cone/conical stem was implanted."